Event description:
Caller alleged discrepant results compared with the lab. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.6, 3.7. Patient's therapeutic range: 2.5-3.5 inr. Patient's last dose of coumadin was taken on (B)(6) 2011. Doctor held patient's coumadin due to lab result on (B)(6) 2011.

Manufacturer narrative:
Investigation pending.